Manufacturer narrative:
Specifics regarding the date of insertion, place of insertion, item number, lot number or cause of failure were not provided.

Event description:
In 2006, a bicortical implant fractured two weeks after being inserted in a patient's mouth. See page 3 of this report for a copy of an x-ray, dated 2006.